Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had an invalid data alert and displayed a diagnostic reset. It was noted the patient had undergone radiation therapy. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.